Manufacturer narrative:
(B)(4). Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient¿s hemoglobin began dropping and was 7.3 g/dl with a hematocrit of 22.4%. The patient was receiving daily blood transfusions. On (B)(6) 2017, enteroscopy revealed gastritis and several non-bleeding arteriovenous malformations (avm) in the gastric body that were treated with argon plasma coagulation (apc) for tissue destruction. On (B)(6) 2017 the hemoglobin level was 9.7 g/dl and the hematocrit was 29.9%. The patient was still in the intensive care unit post-implant on low dose coumadin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.